Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the patient line. Patient requested assistance to end therapy while in initial drain. The complaint cannot be confirmed in the lab due to a lack of sample. In a follow up call, the patient stated they have continued therapy with no injury or medical intervention as a result of this incident. Not enough data is available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding needing assistance with ending therapy, which occurred on the homechoice (hc) during use during the initial drain. The home patient (hp) stated that he wanted to restart the setup due to compromising the patient line. The baxter technical service representative (tsr) assisted the hp with ending therapy to restart the setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. A follow up with the hp was done. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.